Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the alarm cleared and insulin delivery was resumed. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with approximately 250 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer¿s blood glucose was 332 mg/dl.